Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a hypoglycemic scare over the weekend. At (B)(6) she felt her blood glucose decreasing. After she left she went to the gas station and still felt as if she needed to eat something. She then called someone to come get her to get something to eat. When they were at the restaurant her condition worsened: she could hardly stand up. She was taken to her apartment and at that point she could not speak or respond well to her niece. That last thing she remembered was having to go to the restroom and her niece telling her that she had already gone in her pants. She then woke up and saw her kids and paramedics. The paramedics told her that her blood glucose decreased to 35 mg/dl. Her blood glucose dropped low since she only ate two pieces of bacon in the morning and then bolused; bacon does not have carbohydrates. She now carries peanut butter crackers in her purse just in case of a low. No products were shipped or returned.